Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a normal saline infusion was administered through a 2 spike set and while the nurse was spiking the bag of prbc's on that set, it separated at the tubing-to-blood filter/drip chamber engagement and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing separation above the drip chamber and leaked was confirmed per picture which shows that the pvc tubing was completely separated from the blood filter drip chamber. Blood was observed to be leaking from the separation. The root cause of this failure was not identified.

Event description:
The customer reported that a normal saline infusion was administered through a 2 spike set and while the nurse was spiking the bag of prbc's on that set, it separated at the tubing-to-blood filter/drip chamber engagement and leaked. There was no patient harm.